Event description:
A medtronic representative reported a site vertex clamp that has stripped threads. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement axiem spine clamp shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the adjustment screw and the threads are all good. The screw adjusts the clamp without issue. Found that one of the tips on the fixed jaw has been bent. There is physical damage to the tip. Deformation directly caused the event.